Manufacturer narrative:
Insulin pump alarmed button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and scratches reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 214mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.